Event description:
It was reported an issue with novosyn suture. The customer reported that when the staff opened the package, they found only 3 needles and not the 4 needles that should be in the package. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: the involved batch is not available. As no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. We have not received this case until 11/25/2022.